Manufacturer narrative:
Reader magz052-j0800 was returned and investigated. Visual inspection was performed and no damage was observed. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly). No evidence of sparks were observed. The readers current was measured and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "there was a spark" while charging their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "there was a spark" while charging their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "there was a spark" while charging their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.